Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as display screen text that was dim and discolored. Additionally, investigation revealed that all keypad buttons were unresponsive and contamination was found under all key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/22/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/22/2013 with the following findings: evaluation revealed that the battery compartment was cracked near the pump case seal. During testing, the display was found to be dim and discolored. During testing, all keypad buttons were found to be unresponsive. The keypad cover was torn over the up arrow and ok buttons. The keypad cover was removed and contamination was found under all key contacts. The key contacts for all buttons were found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).